Event description:
The customer's mother stated that the insulin pump had no audible tones or alerts. Troubleshooting was performed and the insulin pump did not beep during the tone test. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.